Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm cadiere forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip that is completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument jaws had broken off on one side, was hanging on the end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found with a broken off jaw, which was first noticed during decontamination. There was no material missing or detached from the part of the device that enters the patient, and no fragments were reported to have fallen into the patient¿s anatomy. There were also no reports of fragments falling during use, and no broken or damaged cables were found. The issue did not affect the completion of the procedure, which proceeded without the need for a backup instrument. The device was sent to intuitive surgical, inc. For evaluation, and photographic or video documentation may be available as part of that return.